Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that "2 vapr wfs that will not pair". Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: there are broken inserts on the housing of the unit. Footswitch : pairing failure. Minor scratches on the unit. The repair of the device was however declined, and it is being placed into long term hold. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. UDI: (B)(4).

Event description:
It was reported by the sales rep that the vapr vue wireless footswitch device would not pair. During an in-house engineering evaluation, it was determined that the device inserts were broken on the housing of the unit. All available information has been disclosed. There was no procedure nor patient involvement reported. No additional information was provided.